Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had discomfort while charging and the antenna was too hot. The implantable neurostimulator was also too hot at the implantable neurostimulator site. The patient did not recently have surgery and there was redness at the area. The patient reported that the area feels hot even when she is not recharging. The patient saw the thermometer icon when she recharges and that she does not cover up the antenna at all when she charges. She charges over her pajama shirt and that is all. There was a too hot screen on the recharger and the implantable neurostimulator felt hot charging and sometimes when not charging. The patient saw the recharger too hot screen and the implantable neurostimulator feeling intermittently hot since implant on (B)(6) 2015. The recharger antenna was damaged, so the patient was sent a new recharging antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.